Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. Wife is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of hi and hi using true metrix meter. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:hi date: (B)(6) 2018 time: 12:19 fasting, result 2:288mg/dl date: (B)(6) 2018 time:12:53am fasting, result 3:378mg/dl date: (B)(6) 2018 time:9:03pm fasting, result 4:319mg/dl date: (B)(6) 2018 time:11:36am fasting, result 5:169mg/dl date: (B)(6) 2018 time:12:19am fasting. Husband states he ran a blood test and got e-5 after 10 tries. Customer then run a blood test and got hi fasting. Customer states that he is a bad diabetic and she know that his glucose is high. Customer use 2 meters and one meter gave hi and the other meter shows e-5. Customer results are all over the carts. Customer normally glucose results in the 300mg. Customer went to the doctor for his normal checkup and then refer him to an endocrinologist.